Event description:
It was reported that the pump and catheter were replaced. The pump was alarming due to battery depletion/end of service. The reason for replacing the catheter was not provided. The outcome was resolved without sequela. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4). This report is being submitted following an internal audit.